Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced cart drive to resolve the issue. The system was verified and ready to use. The unit was returned for failure analysis (error 23118) the fault was confirmed and replicated. In logs, error 23118 was found indicating the gear motor. Upon, visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden in-house system and ran the application. The unit failed at hall calibration.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that they encountered a repeated recoverable error #32098 pointing to axes controller platform (acp) #1. Tse walked caller through a hard reboot of the system. System powered on with error #23118 pointing to the right cart drive. Tse walked caller through another hard reboot, but issue persisted. Tse mentioned that they can still drive the patient side cart (psc) in manual mode. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with the original robot. Ports were placed when the issue was identified. The system functionality was checked upon powering on the system. The system did initially power on without errors.

Manufacturer narrative:
The probable root cause in this case is attributed to the gearmotor and this issue was resolved by replacing the right cart drive.

Event description:
Refer to h11 for follow-up information.